Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. Visual inspection was performed and no anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent closure of atrial septal defect on (B)(6) 2015 and suture was used. During the procedure, the needle bent where it was fixed on the needle holder. It was reported that the needle made contact only with the human body. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The needles were subjected to a visual inspection and needle diameter test and results met the specified quality requirements.